Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement. The patient complication that was observed was inadequate stimulation. This ra lead was explanted and replaced with the same model. Additional information indicated that was received and indicated that the lead dislodgement was confirmed via x-ray. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement via x ray. The patient complication that was observed was inadequate stimulation. This ra lead was explanted and replaced with the same model. No additional adverse patient effects were reported.